Event description:
While the customer was using a g124 scaler, they allege that it heats up but no water. No injury was reported from the alleged event.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a boy function, this malfunction would be likely to cause/contribute to a serious injury should it recur. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Device inspected found to have damaged cable, conn/gun cable. Replaced, unit tested to manufactring specifications. There is currently no trend that exists for this product and issue; therefore, no action is required at this time. Complaints are monitored for trend monthly for the product surveillance committee (psc) meeting.